Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced hypoglycaemia and felt disoriented and incoherent. The cgm reading was 106 mg/dl and the blood glucose reading was 59 mg/dl. The patient treated herself with a glucagon injection and after twenty minutes they were stable. The patient called the ambulance and requested to be taken to the hospital. The patient was taken to the hospital and was treated there with an electrolyte bag, glucose bag, solu-cortef and IV fluids and fully recovered after treatment (no blood glucose values available at that time of the event). The patient was discharged the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.